Manufacturer narrative:
The lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation/inspection; however medical records were provided and reviewed for both the malfunctions. For one of the two reported malfunctions, the investigation is confirmed for alleged filter perforation but unconfirmed for filter tilt. The remaining malfunction is confirmed for alleged filter perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model rf400j vena cava filter allegedly perforated. The information was received from various source. Both the malfunctions were involved patients with no reported consequences. Of the two reported malfunctions, one male and one female patient ages were ranged from 64 to 67 years old. Weight of both the patients were not provided.